Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Can't remove the tampon - vagina [foreign body in reproductive tract] string came off tampon [device breakage]. When tried to pull out tampon string came off tampon [complication of device removal]. Case narrative: consumer reported via phone that the tampon string came off. No serious injury was reported.